Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specific range and passed off no power test. Pump was monitored and tested with no low battery alert and display anomaly noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen is scratched and there is polarization. The customer mentioned that the screen is not consistent and there seem to be an issue on a sunny day. The customer stated that his battery lasted about a week in a half at the shortest. The customer stated that his drive support cap was recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.